Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
During a farapulse procedure in the left atrium to treat paroxsysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath was placed over the wire in the left atrium. After removal of the dilator the sheath was aspirated, no air leak was seen. The farawave was inserted in the faradrive steerable sheath and during aspiration visible air was seen in the syringe. After several attempts to remove air, it was not possible. The farawave catheter was removed out of the faradrive steerable sheath, when aspirating air was observed in the syringe and also a small leak, small blood leak, out of the back of the faradrive steerable sheath. An exchange of the faradrive steerable sheath resolved the issue and the procedure was completed without further complications. It was further reported that bubbles were present in the flushing line, there was no air in the sheath shaft, and excessive bubbles were observed in the aspiration syringe. No air was seen in the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a farapulse procedure in the left atrium to treat paroxsysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath was placed over the wire in the left atrium. After removal of the dilator the sheath was aspirated, no air leak was seen. The farawave was inserted in the faradrive steerable sheath and during aspiration visible air was seen in the syringe. After several attempts to remove air, it was not possible. The farawave catheter was removed out of the faradrive steerable sheath, when aspirating air was observed in the syringe and also a small leak, small blood leak, out of the back of the faradrive steerable sheath. An exchange of the faradrive steerable sheath resolved the issue and the procedure was completed without further complications.